Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that for the last couple of days the pt's recharger (rtm) had been acting up and caller said their was a problem with the recharger when attempting to charge the implant. Caller said the rtm wire thing was messed up for pt will be recharging the implant at excellent and if they breath it will go from excellent, to good, to nothing saying reposition the charger; ins charging was intermittent. When looking at the recharger going into the antenna it looked like it was fraying and the cord going into the antenna was getting really warm for it was hot. Pt had not been able to charge their implant in the last two days. During call when attempting to charge implant they got the message battery low recharge the controller even though the controller was fully charged. Caller noted the pt's implant battery would be drained by tomorrow. An email was sent to the repair department to replace the rtm. When reviewing shipping caller said they had done this before. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#: (B)(4). Date is estimated; month and year are valid. Analysis of the 97755 recharger (rtm) (serial number (B)(6)) found that there was a failure with the recharger antenna and a "poor recharge quality" message was seen intermittently. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.